Event description:
It was reported that the patient presented for a generator changeout procedure. The right ventricle lead exhibited failure to capture, failure to sense, and high pacing impedance. The right ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.